Manufacturer narrative:
The devices (ICD and the rv lead) were not returned for analysis. The analysis is therefore based on the returned data, as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing processes for the ICD and the lead were reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. The returned data was inspected. The data from august 17th, 2025 documents that the ICD was programmed to vvi mode with 40 bpm. A number of 87 episodes was recorded. The available iegms were analyzed. In particular, episode 114 from april 15th, 2025 at 15:44 h revealed the presence of noise in all channels. The periodic iegm, episode 123 from june 29th, 2025 at 01:23 h, did not display noise, however a relatively small far-field signal. The impedance trends show normal values of the pacing and shock impedances. Based on the information available for analysis, the ICD functioned as expected. The clinical observation resulted from the presence of noise. Based on the morphology of the noise signals, it is reasonable to assume that external influences might have led to this occurrence. The root cause was not conclusively determinable. In summary, the devices were not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned data revealed no indication of a device malfunction. Based on the available data no conclusion can be drawn regarding the root cause of the noise signals, however, external sources should be taken into consideration.

Event description:
It was reported that device was not capturing properly. Episode of rv pacing was below the programmed rate. Oversensing was noted. Device currently remains implanted. Should additional information be received, this file will be updated.